Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had loss of capture in all vector. Fluoroscopy showed that this lv lead was dislodged. The physician removed this lead and implanted a new lead as replacement. No additional adverse patient effects were reported.